Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: device manufacture date. Investigation summary: the device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed the reported button issue. Additionally, the unit failed continuity testing because of a bad motor. The unit was deemed not repairable. Specific root causes for the defective button and defective motor cannot be determined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: serial number: (B)(4). Part number: 283512, supplier lot number: 0301956935, qty of lot: 15 pieces, release to warehouse date: 2014-07-04, expiration date: n/a, supplier: kimball, manufacturing site: poland. Any anomalies or discrepancies in the manufacture of the lot: not observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received at the service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported button issue and an additional issue was found. Unit failed continuity test because of a bad motor. Unit is deemed not repairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold. Since the unit will not ship, and testing will not be completed, there will be no box label, electrical safety test sheet or any repair record attached to the file. Per the service report, the possible root cause for the functional failure of the device is defective button and defective motor. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the user button on the micro tornado hp w handcontrol was sticky and would not turn off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.